Manufacturer narrative:
B2: date of death- estimated as the year of the comment as the date of the death is unknown. B3: date of event - estimated as the year of the comment as the date of the event is unknown. D6a: implant date -estimated as the year of the comment as the date of implant is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a broken closure device, myocardial infarction, and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The closure device broke apart, resulting in a heart attack and death. No further information was provided.